Manufacturer narrative:
Results: two cut octrode leads were returned. The cuts were consistent with the explant procedure. Visual inspection of the returned lead segments showed a kink with all wires broken on one of the segments. The kink/broken wires were consistent with an overstress condition the lead were subjected to while they were implanted in the pt. Missing terminal lead electrodes were also observed missing from the both leads. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-04109, reference MFR report: 1627487-2014-04110. The pt received two leads and two extensions. It was reported the receiver was no longer functioning and the pt no longer had the external devices for communicating. The physician explanted the system without issue. The devices were analyzed. The pt reported she had been implanted since some time in 2002.